Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter luer broke. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 47420 showed that the push button luer was broken. Smart chip verification indicated that the balloon catheter was not used. Additionally, the reported balloon catheter passed the electrical integrity test and performance as per specification. In conclusion, the reported issue of broken luer was confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.